Event description:
Event description cpi received information that this transvenous defibrillation lead was experiencing oversensing and inadequate shocks. Insulation damage was found in the rate sensing portion. The is-1 pin was separated and returned for analysis. A new rate sensing portion was implanted, the shocking portion remains active.